Event description:
It was reported during an unk procedure the pmw35 would not penetrate the skin beyond a very superficial depth. An add'l pmw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50073. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fired, fed, and formed the staples within design spec. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated.